Event description:
Removal of femoral component, tibial insert and tibial base plate due to pain and osteolysis.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR.# 9610726-2012-00240.